Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low troponin t hs results for an unknown number of patient samples that repeated higher. Of the data provided for 34 patient samples, only the results for 26 patient samples were discrepant. The results were reported outside of the laboratory and some patients were recalled. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. An alarm indicating carry over was observed and the recommended maintenance was not routinely performed. The customer performed liquid flow cleaning (lfc) and maintenance. The system was then performing as expected. Preventive maintenance was performed, the sipper probe alignment was adjusted, and performance testing was completed with good results. The customer ran qc and was satisfied with the results. Upon follow up, it was confirmed the customer had no further issues.

Manufacturer narrative:
Further investigation confirmed the issue was due to the incomplete maintenance by the customer.